Event description:
Caller reported he inserted an aviva plus strip into this advantage meter, the strip got stuck in the meter, and the meter starting smoking. The caller opened the battery door while on the call and stated that the batteries were corroded. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.